Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Event description:
It was reported during a medical procedure on (B)(6) 2024, the fascial closure instrument tip broken/missing. The surgon found it inside of the subcutaneus fat and gently returieved it using a halsted clamp. The surgery went well with no other complications mentioned.

Manufacturer narrative:
Per investigation by the manufacturing site: based on the customer's description, the mouthpiece of the suture instrument is damaged/broken. The most probable root cause of this is overloading of the joint/its components. Due to the age of the article (dec. 2012) and the assumed number of times it has been reprocessed, this may also have had a negative impact on the material properties. This event is filed under internal complaint ID (B)(4).